Event description:
Device issues: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the predilated calcified proximal right coronary artery with one xience v stent. On (B)(6) 2010, the patient experienced intermittent chest pain and saw her physician on (b)(5) 2010. The patient was scheduled for cardiac catheterization on (B)(6) 2010 that found in-stent restenosis of the target lesion and was treated with cutting balloon atherectomy. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch, additional information was received indicating that an incorrect part number was entered for the in-stent restenosis event. The previously filed 3.0 x 18 xience v stent ((B)(4)) did not have restenosis but was a concomitant device during the index study procedure. The correct stent that was implanted and subsequently was found to have in-stent restenosis was the 3.0 x 12 xience v stent ((B)(4)).

Manufacturer narrative:
(B)(4). (B)(4). Angina and restenosis are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.